Event description:
Routine complaint investigation when a consumer reported the middle digit in their blood glucsoe meter's display was illegible and this could create the possibility of mistreatment. There was no death, serious injury or mistreatment associated with the event.